Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a drg lead revision on (B)(6) 2021 (reference reg report: 1627487-2021-12844), the silicone on the patient's s2-s3 drg lead fell off. In turn, the lead was explanted and replaced to address the issue.